Event description:
Information received from the field notes that during the implant procedure, the lead perforated the heart. Extra fluid was present in the pericardial sac. Lead impedances and thresholds were noted as high. The lead was retracted and successfully implanted.